Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-00515 / 02017). Product location unknown.

Event description:
It was reported that patient underwent a left knee revision procedure approximately ten (10) years post-implantation due to poly wear and instability. During the procedure, the poly bearing was removed and replaced.